Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 28.1 mmol/l with moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient received an correction doses of insulin by injection pen and insulin pump. The reporter alleged a loss of prime issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. Troubleshooting performed by animas customer support revealed the user was over/under cycling the insulin cartridge per the instructions for use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a an alleged loss of prime issue..